Event description:
On (B)(6) 2010, company representative reported he was calling on behalf of the patient and that the patient had concerns with his infusion device up/down buttons. On follow up call on (B)(6) 2010, patient reported he has no concerns with his up/down buttons. Patient stated his concern is related to a partial or non-functioning menu button. Patient reported he noticed about a month ago that it was not responding consistently. Patient stated he does not recall how often or when this randomly occurs. Patient reported the button will not depress and the display does not change. He stated the button does not appear to be cracked or stuck down. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.